Manufacturer narrative:
B3: exact date unknown, event occurred in 2015. D6b: 2015. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2138500. Model: sc-2138-50. Serial: (B)(6). Batch: a34596/a33931.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.